Manufacturer narrative:
The complainant indicates the use of non company viscoelastic, which is not qualified for use with company lens model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.5., and d.6.a. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that patient's visual acuity has been good. There's no patient harm.

Event description:
A physician reported that when the condition of the intraocular lens (iol) was examined under a microscope after the lens was implanted, it was found that there was a slight scratch on the edge of the lens, although there was no effect on vision. The surgery was completed without product replacement.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).